Event description:
It was reported that stimulation could not be adjusted. The display showed the "call your doctor" icon/screen with eos (end of service). The device was implanted about six months ago and has not been checked since implant. The patient was using the device 24 hours a day and it was set at about 7.5 amp. The patient has not had any device or therapy issues and has not had the device checked. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 291510001, implanted: (B)(6) 2011. Product type: accessory: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 355531, lot# n310963, implanted: (B)(6) 2011. Product type: screening device: product ID 3550-39, lot# n307889, implanted: (B)(6) 2011. Product type: accessory: product ID 3550-39, lot# n308698, implanted: (B)(6) 2011. Product type: accessory: product ID 3487a-56, lot# v829963, implanted: (B)(6) 2011. Product type: lead: product ID 3487a-56, lot# v829963, implanted: (B)(6) 2011. Product type: lead. (B)(4).